Event description:
It was reported that this patient with a pacemaker was told they could not get a magnetic resonance imaging (MRI). The health care professional (hcp) called to confirm, and technical services (ts) noted there were no oddities. However, review of device data found there were a couple stored episodes of noise which was being oversensed. Ts noted it appeared to be due to emi and to confirm with the device clinic. The patient is not dependent on therapy. At this time, the device remains in service. No adverse patient effects were reported.